Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2015. According to the complainant, during unpacking, it was noted the peg tube was kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be excellent. Investigation results reveal on (B)(6) 2015 that the peg tube was torn/split and had residue. Additional information received on june 8, 2015: updated event description: the event did not happened during unpacking but rather after the device was inside of the patient.

Manufacturer narrative:
Reported event of peg tube torn/split. A visual examination of the returned device revealed residue present on the entire device indicating use/ handling. Approximately 1.5 cm of the tapered end of thermoformed tubing was badly kinked and torn. No other issues were noted with the device. It was noted that the condition of the returned unit was consistent with the complaint incident that the device was kinked however, the peg tube was also badly torn. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17526902 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.